Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Although the customer stated the product will be returned, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
A manager in the supply chain reported that the mini bore extension set was leaking. A radiology technician reported that the extension set would not attach properly to the pt's IV and would take several attempts to get it to attach. She stated that when doing an injection, via the extension set, the syringe would pop off of the blue plunger, fluid would leak, and the IV would fail. The technician would then have to restart the IV on the pt. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.